Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a system error 21502 (flange sensor failure). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing the reported issue was confirmed. The evaluator performed the flange sensor test with failing results. A review of the event history log revealed 'system error 21502' messages. The reported condition was verified. The cause of the condition was determined to be a failed flange sensor. The mechanism and flange assembly require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.